Manufacturer narrative:
Product analysis: analysis confirmed that the display screen was damaged and not fully functional. It was also found that the lower hinge plate was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was cracked and not fully functional. The programmer has been returned for service. No patient complications have been reported as a result of this event.